Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon examination, the implantable cardioverter defibrillator was found with stored episodes of post paced t wave oversensing on the ventricular channel. The patient did not receive any inappropriate therapy during the oversensing. The recommended programming changes were made to address the anomaly. There were no adverse consequences to the patient.